Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that resistance was met while advancing the stent delivery system into the guide catheter. When the stent became dislodged, it was outside of the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that resistance was met while advancing the stent delivery system into the guide catheter. When the stent became dislodged, it was outside of the patient.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion details are unknown. While advancing the 3.0x24mm promus element coronary drug-eluting stent delivery system through an unknown guide catheter, the stent became dislodged. The devices were removed together as a unit and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination revealed the stent was dislodged from the balloon. The balloon had stent impressions and pillowing of the balloon indicating that the stent was crimped in the correct location. No issues were noted with the balloon and tip profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the shaft lumen. An appropriate sized mandrel was inserted through the guide wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).